Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap sigmoidectomy, the jaws could not be closed from the beginning. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m9150d the analysis results found that the el5ml device was returned in good condition; upon visual inspection, three clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips and six clips with gap. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming and the clip malformation. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap sigmoidectomy, the jaws could not be closed from the beginning. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.